Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while son was talking to patient, patient became unresponsive. Son noted patient's body jerk from shock delivered by device, patient responded and seemed okay. Later that same evening, patient again became unresponsive while talking to son, 2 shocks were administered by device, call placed to 911, but patient never recovered. Son reported hcp felt cause of death was chronic heart failure. Death certificate states cause of death was ventricular fibrillation. Patient had personal medical history of heart and kidney failure. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported that while son was talking to patient, patient became unresponsive. Son noted patient's body jerk from shock delivered by device, patient responded and seemed okay. Later that same evening, patient again became unresponsive while talking to son, 2 shocks were administered by device, call placed to 911, but patient never recovered. Son reported hcp felt cause of death was chronic heart failure. Death certificate states cause of death was ventricular fibrillation. Patient had personal medical history of end stage heart and kidney failure, "so no heroic efforts were pursued by the patient and/or family." The patient expired at home and was not brought to the hospital. There is no allegation from a health care professional that the death was device related. Additional information received reported patient was pacemaker dependent, the last clinic visit had been (B)(6) 2009, no autopsy was performed, and no device will be returned.